Event description:
Healthcare professional (hcp) reported patient (pt) receiveing hemodialysis on the baxter meridian device when air bubbles were noticed below the clamp in the arterial and venous bloodtubing. Treatment was stopped and blood was returned to the patient. Hcp suspected air embolus, hcp placed pt on their side and administered normal saline. The pt was asymptomatic during treatment and this event. No alarm was reported. Hcp reported no further medical intervention was necessary and no patient injury resulted from this event. Hcp did state air embolus was not confirmed.